Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal right coronary artery with no tortuosity and mild calcification. A hi-torque turntrac guidewire was advanced successfully and the lesion was predilated with an unspecified balloon dilatation catheter. An unk xience stent delivery system (sds) was advanced and the stent successfully deployed. On removal of the sds, resistance with the guidewire was noted. The sds was advanced distally and removal re-attempted; however, resistance with the guidewire remained. The sds and guidewire were removed successfully as a single unit. On removal from the anatomy, the guidewire tip was noted to be damaged. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Correction: the stent delivery system used in the procedure was a 2.75 x 23 mm xience alpine, not a 2.75 x 23 mm xience pro a, as previously reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported physical property issue was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified anatomy and/or other devices resulted in the reported physical property issue/noted damages (stretched/separated coils) thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the stent delivery system used in this case was a 2.75x 23 xience pro a. There was no clinically significant delay in the procedure. No additional information was provided.